Event description:
It was reported that an occlusion alarm and a cartridge alarm 1 occurred. There was no reported adverse impact to the customer. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Device not returned.